Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (age not reported) coincident with peritoneal dialysis (pd) therapy. The nurse called to report that the patient had peritonitis which was diagnosed on (B)(6) 2010. The cause of the peritonitis was unknown. Pd therapy was ongoing. It is unknown if the peritonitis resolved. No statement of causality was given for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.